Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the clamp for the heat exchanger was leaking, and the product tank was leaking.